Event description:
It was reported that the patient had a recorder implanted and is now having discomfort and pain greater than the expected severity and duration outlined in the expected events for the epr study. It was later reported from follow up conducted that the pain has improved. The recorder remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.